Event description:
The complainant reported that an automated impella controller (aic) had a battery failure error. This issue was discovered during routine check of the aic. Therefore, there was no patient involvement.

Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. After reviewing the logs, the reported battery failure issue was confirmed. There were numerous instances of battery failure alarms (transport connection blown/missing) observed on the reported complaint date. The console was tested. The battery failure issue was able to be reproduced. Results of running the batt test utility revealed that cell 4 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery failure issue was determined to be caused by internal battery cell imbalance (found in cell 4 of battery 1). The root cause of this issue was an internal cell imbalance found in battery 1.